Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the pediatric patient's parent reported that the patient was at school when the inaccuracy occurred. The patient experienced blurry vision, shaky legs, shaky hands, and a slight headache. The patient went to the nurse¿s office where a bg was performed which was 32 mg/dl. The patient was treated in the nurse¿s office with juice and oral glucose. The parent took the patient home from school has he remained lethargic. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient experienced blurry vision, shaky legs, shaky hands, and slight headache. Per the parent, the cgm displayed high (567 mg/dl per call review); however, the patient¿s bg was 32 mg/dl. The event occurred nov. 19, 2021; three days after the sensor had been inserted into the abdomen. No other details were provided. There was no documentation of life-threatening hypoglycemic symptoms or medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).